Event description:
No additional information was provided.

Manufacturer narrative:
(B)(4) - supplemental MDR - leakage. As neither a lot number nor a sample was available for this incident, a complete investigation could not be performed. Based on the limited investigation results, a cause for the reported incident could not be determined. Complaints received will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the bd syringe 3ml ll 200 s/c had leakage. The following information was provided by the initial reporter: material # 309657. Batch # unknown. Verbatim: rcc received a complaint via email. Incident or problem information mdip reference number (ID): (B)(4). Date of incident: (B)(6) 2025. Site name/location: level of harm: minimal harm. Optional report to cmdsnet (health canada): incident details: injecting radioactive tracer into IV line port for patients dipy stress test, the syringe failed upon injection and 2/3 of the dose came out the back of the syringe onto technologists gloved hand and blue pad. Immediately informed cardiologist in charge of stress test - was instructed to finish stress test as normal. Took syringe and gloves back to nuc med and measured in dose calibrator. After measuring it is known that 2/3 of patients dose was not injected into patient due to syringe being faulty. Radiologist informed of what happened and actual dose administered. Patient also informed of what happened and radiologist will decide if test is diagnostic or not. Device information device name/description: syringe luer lock tip 3ml manufacturer: becton dickinson canada inc. Manufacturer code/model: 309657. Serial or lot number: none provided. Supplier: (B)(4). Supplier catalogue number: (B)(4). Was the device retained? No.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.